Manufacturer narrative:
Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A definitive root cause cannot be determined; however, it is most likely that patient's condition/risk factors contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
The 12mm edwards conduit was explanted due to right ventricle to pulmonary artery ( rv-pv) stenosis. Patient was noted to have increase conduit stenosis and increase of his tricuspid regurgitation associated with an 80% systemic rv pressure. For this reason it was recommended for the patient to undergo conduit upsizing and lpa plasty. Intraoperative, the 12mm conduit was narrowed at the valve, but otherwise was not heavily calcified. There were no intraoperative complications. Patient was transferred to picu intubated, hemodynamically stable on no inotropic support. The patient was discharged on post operative day five.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the device was explanted after two years due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, and possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 12mm bioprosthetic conduit, implanted approximately two years, eight months, in the pulmonary position was explanted due to unknown reasons. The explanted device was replaced with a 16mm edwards bioprosthetic conduit.